Event description:
During manipulation of the separator 032 through the reperfusion catheter 032, the separator 032 buckled and broke near the transition zone of the separator. No other information was available as of (B)(6) 2012.

Manufacturer narrative:
Device investigation: results: the separator was returned in two pieces. The proximal section is broken 4.5 cm distal of the start of the ptfe coating. The distal section shows knotting at the proximal end and has several kinks in the wire. These kinks are located 74 and 89 cm proximal of the distal tip. Conclusion: the damage noted in the report is confirmed. The complaint narrative is not specific about the procedure and when in the procedure the break happened, but this sort of damage is typically seen when the proximal taper grind section of the separator is manipulated outside the rhv when debulking a clot. If the proximal taper grind is manipulated outside the rhv, the separator wire is susceptible to bending and eventually breaking at the proximal end when manipulation of the kinked separator is continued. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.